Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from germany that during an unspecified surgical procedure it was observed that the vapr tripolar 90 suction electrode device was clogged. Another like device was used to complete the procedure. There were no adverse patient consequences or surgical delay reported reported. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection of the device revealed that it was not received in its original packaging. The tip was in a used condition. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that the hand controls worked as intended, however an output short error code was displayed when activating the ablate function with the footswitch. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, the device was not returned in its original packaging. The tip is in a used condition with tissue debris around the active tip and inside the suction holes . N o saline residue visible in suction tube. The device passed the electrical testing but failed the flow rate before activation functional test. A DHR review has been performed for the complaint device lot number u2308005; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Visual inspection recorded that a small amount of debris could be seen in the suction holes. The device initially failed suction flow rate tests indicating that the suction path was restricted. Activation of the device with suction on resulted in this restriction clearing. The device then passed suction flow rate test. Although the device was not fully clogged, it was tested and found to be out of specification prior to activation. From internal investigation with the returned complaint device, we were able to confirm the customer report that the electrode suction was clogged. The device was found to fail flow specifications prior to activation due to a build-up of tissue debris in the distal end of the electrode which was cleared during activation of the device with suction on. The investigation shows the blockage experienced by the end user was confirmed and could be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. A review of complaint records over the last 12 months to assess the frequency for this failure mode showed this reported defect to be of low occurrence with 17 confirmed failures where the device suction has become blocked by tissue debris including this complaint device which was as anticipated in the risk analysis. A manufacturing record evaluation was performed for the finished device u2308005, and no non-conformances related to the reported complaint condition were identified. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.